Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device received an inappropriate shock while exercising. They were performing a plank at the time. The patient then reported that the device has been moving within the pocket for the past month, which causes pain when they move the upper body. Noise was reproduced in the primary and secondary vectors during troubleshooting and the sense vector was reprogrammed to alternate. The physician was planning a revision procedure due to the device being loose in the pocket and causing pain. Technical services reviewed the episodes and confirmed the major noise artifacts were likely myopotentials. The episode showed constant artifact for nearly one minute before the shock was delivered; the artifact appeared due to the continuous muscle contraction from holding the plank. Technical services agreed with using the alternate vector until the revision, then normal testing should be performed to determine the optimal vector. No adverse patient effects were reported outside of the inappropriate shock. The field representative later reported that no revision was done and the patient left the hospital. No future intervention was planned with this physician at this time. No further details were available. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service, pending a likely revision procedure. This report will be updated when additional information is received. Available information from the field representative indicates the device remains implanted and in service, with no changes made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service, pending a likely revision procedure. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device received an inappropriate shock while exercising. They were performing a plank at the time. The patient then reported that the device has been moving within the pocket for the past month, which causes pain when they move the upper body. Noise was reproduced in the primary and secondary vectors during troubleshooting and the sense vector was reprogrammed to alternate. The physician was planning a revision procedure due to the device being loose in the pocket and causing pain. Technical services reviewed the episodes and confirmed the major noise artifacts were likely myopotentials. The episode showed constant artifact for nearly one minute before the shock was delivered; the artifact appeared due to the continuous muscle contraction from holding the plank. Technical services agreed with using the alternate vector until the revision, then normal testing should be performed to determine the optimal vector. No adverse patient effects were reported outside of the inappropriate shock.